Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there multiple are issues reported 40 foreign matter, 6 damaged tubes, 1 print defect, dirty shield 8, black spot of tube 12, air bubbles in gel 431. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: fm in the gels x 40; damaged tube x 6; printing defect x1; dirty shield x 8; black spots in the tube x 12; air bubbles in the gels x431.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter in gel, embedded foreign matter and air bubbles in gel with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter in gel, embedded foreign matter and air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the foreign matter in the gel through CAPA#503254. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter in gel, embedded foreign matter and air bubbles in gel with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and foreign matter in gel, embedded foreign matter and air bubbles in gel was observed. Further investigation has been initiated through CAPA#503254 for the issue of foreign matter in the gel. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on the investigation, the most likely root cause for the embedded foreign matter was determined to be related to a manufacturing issue. A root cause could not be determined for the air bubbles in the gel. CAPA#503254 has been initiated to document further investigation and root cause analysis relating to the issue of foreign matter in the gel. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with foreign matter in the gel and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there multiple are issues reported 40 foreign matter, 6 damaged tubes, 1 print defect, dirty shield 8, black spot of tube 12, air bubbles in gel 431. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: fm in the gels x 40, damaged tube x 6, printing defect x1, dirty shield x 8, black spots in the tube x 12, air bubbles in the gels x431.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there multiple are issues reported 40 foreign matter, 6 damaged tubes, 1 print defect, dirty shield 8, black spot of tube 12, air bubbles in gel 431. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: fm in the gels x 40, damaged tube x 6, printing defect x1, dirty shield x 8, black spots in the tube x 12, air bubbles in the gels x431.

Manufacturer narrative:
Device manufacture date: 2019-01-03.